Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The plunger was stuck on the piston rod. The reporter stated the insulin cartridge was defective and that is what caused the leak. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.